Event description:
An implant card was received that noted that the generator was replaced due to "malfunction".

Event description:
Additional information received from the patient¿s physician revealed that the patient has last seen on (B)(6) 2013 (three weeks after revision surgery) and was doing well at that time with no issues. The nurse at the facility stated that it was not confirmed that the device was malfunctioning, only that the patient was experiencing pain prior to surgery. The reason for surgery was the pain. The site did not have any additional information available.

Event description:
On (B)(6) 2013, the surgeon reported that he met with the patient that day and the patient complained of pain at the lead site in between stimulation, but not during stimulation. Follow up with the surgeon's office found that the patient complained of pain in the ear, neck, throat, and chest as well. There was no pain with stimulation, but it was stated that the patient sometimes feels as though there is a "lump feeling" in her throat. It was discussed that the patient would proceed with a battery replacement to see if this helps the pain. If not, lead revision surgery would be considered. It was unknown if the surgery was to preclude a serious injury or if it was for patient comfort. Surgery took place on (B)(6), 2013. Programming history was reviewed. The last available diagnostics and programming data was from (B)(6) 2012 which showed results within normal limits. No other information was provided.

Event description:
The explanted devices will not be returned to the manufacturer as the site will not return material per institution policy. No other information has been provided.